Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Investigation results: upon receipt at our post market quality assurance laboratory, this express ld device was examined. A visual examination identified that the balloon of the device was tightly folded which indicates it had not been subjected to positive pressure. The stent was crimped in the correct position on the balloon. No damage or issues were noted with the balloon, stent, markerbands, tip or shaft of the device. The investigator successfully advanced the device through a 7fr sheath without issue therefore the event cannot be confirmed. No issues were identified during the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the express ld device confirmed that the events are known and defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as no problem detected.

Event description:
It was reported that premature deployment occurred. The target lesion was located in the subclavian artery. A 7f long sheath was advanced to the lesion, and an 8.0 x 30 x 135 cm express-vascular ld stent was prepared for deployment. After the stent was opened, it was introduced into the sheath; however, significant resistance was encountered during advancement. Upon reaching the mid-portion of the sheath, the stent could no longer be pushed forward. The sheath and device were withdrawn, and procedure was completed with another of same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that premature deployment occurred. The target lesion was located in the subclavian artery. A 7f long sheath was advanced to the lesion, and an 8.0 x 30 x 135 cm express-vascular ld stent was prepared for deployment. After the stent was opened, it was introduced into the sheath; however, significant resistance was encountered during advancement. Upon reaching the mid-portion of the sheath, the stent could no longer be pushed forward. The sheath and device were withdrawn, and procedure was completed with another of same device. No patient complications were reported as a result of this event.